Manufacturer narrative:
The visual findings revealed that the speaker grill has been damaged. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. One of the battery springs is bent. Evaluation of the unit found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to a faulty nurse call relay. Being that the unit is already more than four years old since it was manufactured, it is likely that the cause of the malfunction is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #: (B)(4).

Event description:
(B)(6) is calling about an alarm that is having issues with the nurse call receptacle. No gtin number was available for entry. Troubleshooting guide has been saved on the temp drive. The date the issue was discovered is unknown and no incident or serious injury was reported.